Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer's blood glucose at time of incident was 450 mg/dl. Customer changed infusion set. Customer's current blood glucose level was 230 mg/dl. Customer had been using insulin pump system with in 48 hours of high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Insulin pump will not be returned for analysis.